Event description:
A caller reported a damaged display on their device, described as a spiderweb appearance, which affected their ability to interact with the pump. There was no adverse impact on the customer¿s blood glucose level. Technical support arranged for the pump to be replaced and guided the customer on using a backup insulin therapy and the necessary steps for returning the faulty pump.